Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter needle pierced through the catheter during use. This occurred with 6 separate catheters. The following information was provided by the initial reporter, translated from spanish to english: ¿on (B)(6) 2022, the nursing assistant again reports defects in the catheter used for the application of a serum, the first one left the plastic part open to one side¿ was the reported incident noticed when removing the cap or during the puncture of the patient? A: the incident was noticed in both cases, when removing the cap and during the puncture of the patient, there are already 6 reported novelties. If it has been identified during the puncture, was the 360° turn made before the puncture? A: yes, the 360° turn was performed. Has there been any impact on the patient? (Detail) a: one patient was punctured 4 times, with another patient it was punctured 3 times and with another patient it did not even pierce the skin. Was there a need for medical intervention due to what happened (administration of medication, etc.)? (Detail) a: you did not have to go to the doctor or administer medication.¿

Manufacturer narrative:
A physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2028250, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined. However, it was determined that this could have occurred during the catheter placement process. If a misalignment occurred during the catheter being placed onto the needle it can pierce through the side. This commonly occurred neared the catheter tip. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ IV catheter needle pierced through the catheter during use. This occurred with 6 separate catheters. The following information was provided by the initial reporter, translated from spanish to english: ¿on (B)(6) 2022, the nursing assistant again reports defects in the catheter used for the application of a serum, the first one left the plastic part open to one side¿ was the reported incident noticed when removing the cap or during the puncture of the patient? The incident was noticed in both cases, when removing the cap and during the puncture of the patient, there are already 6 reported novelties. If it has been identified during the puncture, was the 360° turn made before the puncture? Yes, the 360° turn was performed. Has there been any impact on the patient? (Detail). One patient was punctured 4 times, with another patient it was punctured 3 times and with another patient it did not even pierce the skin. Was there a need for medical intervention due to what happened (administration of medication, etc.)? (Detail). A: you did not have to go to the doctor or administer medication.¿.